Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference (emi) signals resulting in pacing inhibition greater than two seconds. Additionally, a signal artifact monitor (sam) episode was stored resulting in the minute ventilation (mv) sensor being disabled. Out of range pace and shock impedance measurements were recorded in both the right atrial (ra) lead and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and noticed the device was interrogated on the same date the episodes were stored and tachy therapies were programmed off and back on. Ts recommended to investigate if the patient had a procedure on this date. No adverse patient effects were reported. At this time, this device remains in service.